Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump may have under infused. It was reported that the pump was programmed at "240." Per reporter the pump displayed "res vol given 108" and the remaining res vol was "202.8." No adverse patient effects were reported.